Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) stated she was connected at the time of the alarm. The hp further stated that she pressed go and then connected for therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during initial drain. The hp stated, she was connected at the time of the alarm. The hp further stated that she pressed go and then connected for therapy. The technical service representative (tsr) explained se 2240 indicates air entered the set up. The tsr advised the hp to cycle power to clear alarm. The hp confirmed to setup with new supplies. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp's nurse who stated, the hp had not informed her about the alarm. The nurse said, the hp recently had her catheter replaced so had just gone back on peritoneal dialysis (pd) therapy and received only a couple of days of training. The nurse said, she would review further with the hp. There was no patient injury or medical intervention reported.